Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving 3000 mcg/ml gablofen at a dose of 1426.5 mcg/day via an implantable pump for intractable spasticity. It was reported that the family was hearing a ticking sound from the pump that was very audible and then they could no longer hear it a couple days later. The hcp was concerned that the pump may have stopped working because of the high dose that the patient was on coupled with the increase in spasticity. A dye study was performed. The pump was explanted and replaced on (B)(6) 2016. It was unknown if there were any environmental, external, or patient factors. It was unknown if the issue was resolved and the patient status was alive with no injury.

Manufacturer narrative:
Analysis of the pump found no anomalies. No ticking sound was heard during pump analysis. Pump passed all testing and logs had no indication of a stall occuring at any time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.